Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred because the power of the product and peripheral equipment were not turned off when replacing the scope. The event can be prevented by following the instructions for use which state: chapter 6 section 6.3 connection of an endoscope the endoscope is connected to the light source; it is not directly connected to the video system center. Ensure that the video system center and all connected devices are turned off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. The customer called in to olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended few trouble-shooting ideas including powering the unit off prior to replacing the scopes. After making that adjustment, the customer confirmed that he was now receiving an image. During a later follow-up diligence, the customer noted that when attempting to power on the subject device, the ignitor appears to fail. The device requires several ignition attempts before catching and powering up. Further diligence is being performed to obtain clarity on this information to determine if any additional complaint records are required.

Event description:
It was reported that the olympus evis exera iii xenon light source was experiencing a functionality issue. According to the initial reporter, the unit was not producing an image. There was no patient harm reported as a result of this event.